Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Additional, changed, and/or corrected data: b5, b7, h.6

Event description:
Healthcare professional reported "rupture". Healthcare professional later reported "capsular contracture baker grade IV" and "ptosis" that have been deem no device related. This record is for the left side. Device was explanted. Patient undergo a capsulectomy and a capsulorraphy.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture". This record is for the left side. Device remains implanted and it will be returned.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device explanted and replaced.